Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed fault code (ua) 41 (patient temperature sensor failure)" was confirmed during functional testing and based on the review of the archive data. The root cause of the reported complaint was the defective temperature sensor, likely due to the aging of the device. The autopulse platform was manufactured in april 2015 and is almost 7 years old, has exceeded its expected service life of 5 years. However, user handling cannot be ruled out as there is no documented report showing that annual preventative maintenance (pm) was performed since the device was acquired by the customer. Performing regular preventative maintenance can help identify intermittent or early signs of temperature sensor failure. During visual inspection, the load cell plate screws were missing, unrelated to the reported complaint. The observed physical damage appeared to be the characteristic of user mishandling. The load cell plate screws were replaced to address the issue. Also unrelated to the reported complaint, a sticky clutch was found. The impact of a sticky clutch was not severe enough to make the platform non-functional. The cause for the sticky clutch could be due to normal wear and tear. The clutch plate was deburred to address the observed problem. A review of the archive data showed multiple (ua) 41; thus, confirming the reported complaint. Functional testing failed due to the (ua) 41 displayed upon powering up the platform: thus, confirming the reported complaint. The temperature sensor was replaced to remedy the fault. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the customer reported the autopulse platform (sn (B)(4) displayed fault code (ua) 41 (patient temperature sensor failure). The customer replaced the lifeband but the (ua) 41 persisted. The platform was used on a hard surface when the (ua) 41 was displayed. The platform is stored in a compartment in the ambulance. No patient involvement.